Event description:
It was reported that there was an impurity between the foil and the product. There was no reported patient injury. No additional information was provided.

Manufacturer narrative:
Telephone number: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.